Event description:
I had essure permanent birth control installed - passed the dye test 3 months after and now, 5mos later, I am pregnant - 8 weeks pregnant. Dates of use: 2008 - 2009. Diagnosis or reason for use: missed menstrual cycle.